Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error b30 (scope communication error) was not determined as the issue was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation, service repair noted, during the image inspection process, found no error message, the error code b30 initially reported was not observed . No moisture ingress nor corrosion has been detected on the plug unit print circuit board. Additionally, the air leak inspection did not show any water leakages. However, during evaluation crystallized deposits causing a coloration of one light guide (lg) lens due to a burning effect was observed. The external surface of the second lg lens was found deteriorated. A-rubber glue (bending/connecting tube) found separated and worn out. Angulations are out of specification. Device evaluation findings found the customer reported issue of error b30 was not confirmed. However, service repair noted, regarding both the deposit and the degradation of lg lenses, no overheating issue has been reported by the user. Multiple follow ups were made to gather additional information regarding the event reported, however, were unsuccessful as no response is received from the customer. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of error b30 (scope communication error) . No harm was reported. No patient harm, no user injury reported as the result of the event.